Manufacturer narrative:
E1- updated initial reporter title, first name, last name and initial reporter phone

Event description:
It was reported that the procedure was cancelled. A rotablator console kit was selected for use. During preparation, while the patient was sedated, the device could not switch between high and low speed. Furthermore, it was specified that that the malfunction was in the dynaglide mode. The procedure was rescheduled due to this event. The patient was stable, and no complication or other additional intervention was reported.

Event description:
It was reported that the procedure was cancelled. A rotablator console kit was selected for use. During preparation, while the patient was sedated, the device could not switch between high and low speed. Furthermore, it was specified that the malfunction was in the dynaglide mode. The procedure was rescheduled due to this event. The patient was stable, and no complication or other additional intervention was reported.